Event description:
The lifepak 500 automated external defibrillator reportedly displayed a constant connect electrodes during pt use. A back up lifepak 500 was obtained and the pt was transferred to the back up device using the same combination electrodes and proper operation was observed. Treatment was continued using the back up lifepak 500. There was no reported association between the reported event and the pt's outcome.